Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Device was functioning as it should. Informed inquirer there was not much troubleshooting to do. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had been on arctic sun device for a while, but this morning it started making a very loud growling/humming noise along with vibrating, sn# (B)(6). Confirmed no alerts or alarms have occurred. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33c, flow rate (fr) was 0.9 l/m. Device was functioning as it should. Informed inquirer there was not much troubleshooting to do. One option was to reboot the device to see if the noise stops. Suggested sending to biomed once therapy was over. While on the phone the noise stopped (after about 5 hours). Video of noise was attached. Per follow up information received via phone on 03apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had been on arctic sun device for a while, but this morning it started making a very loud growling/humming noise along with vibrating, sn# (B)(6). Confirmed no alerts or alarms have occurred. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33c, flow rate (fr) was 0.9 l/m. Device was functioning as it should. Informed inquirer there was not much troubleshooting to do. One option was to reboot the device to see if the noise stops. Suggested sending to biomed once therapy was over. While on the phone the noise stopped (after about 5 hours). Video of noise was attached.